Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) laboratory confirmed a positive result for toxoplasma gondii antibody (igg) for the patient's sample provided. Heterophile testing demonstrated the presence of interfering substances. It is conclusive the customer's results are falsely elevated due to interfering substances in the patient sample. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may product antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. All related medwatch reports: 2122870-2011-05337, 05348, 05350.

Event description:
The affiliate reported the customer alleged false positive toxoplasma gondii antibody (igg) result, for one patient, involving access 2 immunoassay system. This report is number three of four. The result did not correlate with alternate test methodologies, which produced negative results. The erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient's sample for further analysis.